Manufacturer narrative:
Follow-up #1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: one low battery and multiple replace battery alarms were observed in the black box. The keypad was peeling along entire right side and symbols were worn. All keys responded appropriately. A battery compartment crack was observed in the thread area. There was no evidence of moisture contamination found inside battery compartment. The current draws were within specifications. The display is faded, discolored and difficult to read. The faded display was replaced with test display and the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that after he changed cartridge today pump screen went blank. He had changed battery on (B)(6) 2013 but changed battery again , screen came on, with lights, but would not allow pump to change screens. He replaced battery for a second time today and pump was able to move from screen to screen. History of alarms shows replace battery x 2. Patient reports audio bolus button missing and pump was exposure to moisture yesterday but he cannot see any moisture under the screen or in battery comp. No bg excursions noted. Customer support (cs) recommended patient discontinue pump therapy and to use alternate method of insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.